Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: product was broken (inner tip broke). The probable root cause/s could be the blade comes into contact with a hard object which led to the inner teeth getting over the housing window edge. The device manufacture date is not known. (B)(4).

Event description:
It was reported that during surgery the tip broke. It was confirmed that no broken piece was left inside the patient and a replacement unit was readily available to complete the surgery successfully.

Manufacturer narrative:
Lot number is unknown; therefore, manufacture date can not be confirmed. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during surgery the tip broke. It was confirmed that no broken piece was left inside the patient and a replacement unit was readily available to complete the surgery successfully.